Event description:
The zenith renu converter was passed over the rigid guide wire and positioned just below the level of the right renal artery. The first 2 stents were deployed and after verifying position, the remainder of the renu converter graft was deployed. On fluoroscopy, the graft appeared to be in a good position and no kinks or any other abnormality noted. Physician then released the renu converter from the placement device but was not able to remove the device. In attempting to remove the device, the converter was pulled down into the aneurysm. Cook representative confirmed that all steps were followed appropriately in attempting to deploy the device. Carrier was then fully removed, but it was obvious to the physician that the stent graft was not in a good position and that there was a kink in it preventing it from fully deploying. Physician felt that the device was non-functional. The physician made the decision to convert the procedure to an open repair and remove the stent graft. The patient tolerated the procedure satisfactorily and was transferred to the ICU in stable but serious condition.